Event description:
It has been reported that following a transvaginal sling procedure, the pt complained of infection, drainage and dehiscence. The device was removed on 11/01/1999. The device was not returned for eval.